Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving inadequate/insufficient therapy due to high impedance. Reprogramming to address the issue via company representative assistance was unsuccessful. The patient was sent for x-rays but the results are unknown. The patient may undergo surgical intervention to address the issue.